Event description:
It was reported that a catheter issue occurred. The greater than 80% stenosed target lesion was located in the left circumflex (lcx) artery. An opticross hd catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. During preparation, the catheter failed to show an image, and the bubbles could not be flushed out after repeated flushing and reconnecting outside the patient. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution, and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case, the device was not returned for product analysis; therefore, limiting the identification of a most probable cause to the reported events, and the batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issues. Improper handling, device manipulation, or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there are no additional details pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The greater than 80% stenosed target lesion was located in the left circumflex (lcx) artery. An opticross hd catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. During preparation, the catheter failed to show an image, and the bubbles could not be flushed out after repeated flushing and reconnecting outside the patient. The procedure was completed with another of same device. No patient complications were reported.